Manufacturer narrative:
(B)(4). This complaint was not confirmed. The root cause was determined to be animal damage. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). No sample was requested as the cause was already known. No batch review, or evaluation will be performed. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) contacted (B)(4) requesting assistance with ending therapy on the homechoice (hc) machine during day dwell. The hp stated they were not connected at the time and noticed their cat had bitten through the patient line. The technical service representative (tsr) assisted with ending therapy. There was no patient involvement as the hp was not connected. No injury or medical intervention was reported at the time of the incident. A follow up was done via phone call. The hp stated that she was not connected when the cat was biting on the tubing. The hp had not notified the nurse regarding the incident since she was aware that it was problematic and she had made sure to dispose of the tubing properly and she had not connected to that specific tubing. The hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.